Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was related to the device or therapy. It was noted the pump was reprogrammed on (B)(6) 2014 and the issue resolved without sequelaeon (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on (B)(6) 2017 indicating the event etiology was possibly related to the medication (baclofen, specifically) and the drug action that caused the event was specified as 'no change in drug'. As intervention, the medication was changed to intrathecal morphine on (B)(6) 2015 resulting in an unscheduled clinic visit. The patient's height and weight were not measured. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 12 mg/ml at 3.501 mg/day and unknown baclofen 60 mcg/ml at 17.503 mcg/day via an implantable pump for non-malignant pain. It was reported the patient experienced unsatisfactory, decreased analgesia as of (B)(6) 2014. The patient reported experiencing increased pain and felt that the pump was not working. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No action/intervention was noted and the outcome was not provided at the time of report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 20-jun-2017 indicating the outcome was updated to 'resolved without sequelae' as of (B)(6) 2015. No further complications were reported/anticipated.